Event description:
Related to MFR report number: 2183959-2013-01076. It was reported that the patient previously had an apogee graft implanted. On (B)(6) 2013 info was received that indicated the patient had "vaginal pain three years after prolapse/mesh surgery presumably due to the mesh." Add'l info received on (B)(6) 2013 indicated that the patient will undergo an MRI and likely be referred to a urogynecologist for mesh removal. No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be reevaluated and a follow-up report will be sent.